Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned device identified a very small pinhole leak 12 mm proximal of proximal markerband. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile inspection identified multiple kinks along the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus." However, the device was used during iliac venous plasty in the iliac artery. (B)(4).

Event description:
Reportable based on device analysis completed on 12-apr-2017. It was reported that balloon inflation failure occurred. The target lesion was located in the iliac artery. A 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilation. However, the balloon failed to inflate and blood in the balloon was found. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.